Manufacturer narrative:
Other relevant device(s) are: synergy spine s7;i7 2.1 9733686; version 2.1.0 k131425, (B)(4). This device is not approved/marketed in the us, but is similar to a device that is approved in the us under k050438. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue was noted int intra-operatively and had no impact on the patient outcome. It was reported that an attempt was made to create multiple different registration plans but all of them were the same plan. The procedure was completed with the use of the navigation. There was no reported delay to the procedure due to this issue.